Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 for a gastrointestinal (gi) bleed. On (B)(6) 2022 the patient had a major infection.

Manufacturer narrative:
Section b5: the onset of the patient's driveline infection is captured under manufacturer report number 2916596-2022-11303. Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The implant kit was shipped on 06may2021. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding, infection (local, driveline, pump pocket), and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was readmitted on (B)(6) 2022 due to gastrointestinal (gi) bleeding. Two colonoscopies and an endoscopy were performed. The colonoscopy on (B)(6) 2022 revealed clotted and fresh blood in the patient¿s rectum, sigmoid colon, descending colon, at the splenic flexure, and in the transverse colon. A repeat colonoscopy on (B)(6) 2022 identified one, actively bleeding, sessile polyp in the transverse colon near the hepatic flexure, which appeared to be the source of the bleed. The area was successfully injected with epinephrine for hemostasis and two hemostatic clips were placed. No further bleeding was noted following the procedure. During this admission the patient was also treated for an ongoing driveline infection. After being started on antibiotics during a previous (B)(6) 2022 admission for positive methicillin-resistant staphylococcus aureus (mrsa) cultures, the account reported that the exit site looked improved. Infectious disease (ID) was consulted, and the patient¿s antibiotics were changed due to the patient¿s worsening renal function. The patient was later discharged. During a follow-up outpatient visit on (B)(6) 2022, no pus was observed at the exit site and the event was determined to be resolved. The patient continued on antibiotics with weekly platelet monitoring, with a completion date of (B)(6) 2022. There were no good options for chronic suppressive therapy; therefore, the patient¿s driveline site would continue to be closely monitored with plans to take addition cultures if signs of infection reoccurred following the cessation of the antibiotics